Manufacturer narrative:
Based on the claim against the product by the customer noting the small black tip insulation came off of the permanent cautery hook (pch), an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pch instrument was analyzed and found to have a dislodged ceramic sleeve. No missing material. The complaint regarding the pch small black tip insulation came off was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a dislodged ceramic sleeve is attributed to the manufacturing process. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the small black tip insulation came off of the permanent cautery hook (pch). The damaged insulation has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the small black tip insulation came off of the permanent cautery hook (pch). The procedure was completed with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.